Manufacturer narrative:
The device has been returned to olympus for evaluation however; evaluation is currently in progress. A summary of the device evaluation will be provided in a supplemental report.

Event description:
The user facility reported that device presented a positive culture test during reprocessing. The first positive culture was received on (B)(6) 2020 the second positive was received on (B)(6) 2020 and the third positive culture was received on (B)(6) 2020. The reporter stated that the scope tested positive for gram positive cocci. The microorganism was detected from the tip and channel of the scope. The reported stated it is not known if the device was used on a patient with a known infection of the same microorganism. There have not been any patient infections or patients cultured. The culture method used was not reported. Additionally, it is unknown if the scope has been eto sterilized. It was reported that the cleaning and disinfectant solution being used is intercept rapicide pa part a and part b. It is unknown how often the minimum effective concentration is being checked. The scope is being brushed manually with olympus brushes. The model of the brush is maj-1534. A scope buddy brush is also being used. The aer being used is by medivators, model unknown. Pre-cleaning is being performed immediately after each procedure. The steps are unknown. The scope is being leak tested with an olympus mu-1 leak tester. The serial number is unknown. There has not been any issues with the aer. It is unknown when the preventative maintenance was last performed. The last reprocessing in-service was last year. There has not been any change in the reprocessing personnel in a couple of years. All of the reprocessing personnel are properly trained on how to reprocess the scope correctly. The scopes are being stored in the facility in a new scope cabinet which was purchased last year.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the customer states that since the reported complaint, the facility has implemented a change because the culture broth being used was resulting in many false positive test. The facility¿s assistant endoscopy manager reported that the infectious prevention team, declined the device evaluation and microbial testing. In addition, the assistant endoscopy manager reported that on (B)(6) 2020 cultures were done for this scope and all were negative except for a positive culture on the broth medium. The facility requested that the scope be returned unrepaired to the user facility. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified since no evaluation was performed.